Manufacturer narrative:
No medical records were provided to the manufacturer. An image was provided. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately 10 months post vena cava filter deployment, the vena cava filter allegedly migrated and tilted. It was further reported that the vena cava filter was captured and retrieved without issue. There was no reported patient injury.

Manufacturer narrative:
A complete manufacturing review could not be conducted for the investigation as the lot number is unknown. The device was not returned for evaluation. Medical records were not provided and reviewed. Images were provided for review. The images demonstrated one filter limb bent in an upward position, superior to the filter apex. Additionally, one image demonstrated filter tilt in the ivc. The filter apex was located in the right renal takeoff. Therefore, based on the provided images, filter tilt and deformed filter limb can be confirmed. However, the investigation is inconclusive for filter migration as the filter location could not be determined in the provided images. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that approximately 10 months post vena cava filter deployment, the vena cava filter allegedly migrated and tilted. It was further reported that the vena cava filter was captured and retrieved without issue. There was no reported patient injury.